Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11 visual examination of the returned product identified the juggerknot was returned inside a plastic sleeve with a protector over the needle tip. The tip of the juggerknot has fractured and was not returned. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. The sutures and 1 needle have been removed from the foam insert prior to arrival at our lab. The implant/anchor was not in the proper position. The support sleeve was in its original position. Product information verified from returned label. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h11 it remains that a definitive root cause cannot be determined. The reported event is confirmed from product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the inserter tip of the device was found to be broken when the implant was opened. Another device was used to finish the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4) g2: taiwan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.